Event description:
The customer reported via phone call that their insulin pump did received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was unknown. This was the second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. Troubleshooting was performed for replace battery now alarm. The customer reports the insulin pump received power loss alarm. The insulin pump will be returned for analysis.